Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "the total condylar iii prosthesis in complex knee reconstruction" written by william m. Hohl, md, edward crawfurd, frcs, steven b. Zelicof, md, and frederick c. Ewald, md published by clinical orthopaedics and related research accepted by publisher 15 april 1991 was reviewed. The article's purpose was to discuss results of utilizing the tciii (depuy) prosthesis in complex knee reconstructions. Data was compiled from 35 patients implanted between 1977 and 1987. The average age was 64.9 years (38-83 years old) . All patients had patellar resurfacing. The article does not identify cement manufacturer. The article reports upon generalized results but also identifies 8 patients with adverse events which are captured individually on linked complaints. This complaint captures the generalized adverse events: peroneal nerve palsies (self resolved completely), knee manipulations under anesthesia, deep infection (treated by debridement and antibiotic therapy but resolved without component removal), intraoperative fracture (a perforation of the anterior femoral cortex with the tip of the tc iii prosthesis which had been placed in some flexion and it healed completely after a period of activity limitation). No further information provided on interventions for generalized adverse events.